Event description:
A malfunction was reported on a customer's pump, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The issue involved malfunction code 5, but the customer was unable to reset the pump immediately due to not being by the charger and requested a callback in 15 minutes for further assistance. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.